Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received for USA stating that the device has an end of the tube that is larger than normal. It is known that the device was not being used in surgery. It is unknown if there was any user/patient injury or medical intervention. No additional information available.